Manufacturer narrative:
No back light anomaly noted. No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The j2 connector at the lcd board was found locked. Unit had a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's up and down arrows were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.